Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a glidewell ht tapered implant had to be removed due to the healing cap becoming fused to the implant for tooth number 8. It was reported that the healthcare provider did not observe any patient symptoms or permanent injury. Per the report the device was removed, and it was replaced with a similar product; and no additional procedures were performed. It was reported that at the time of the surgical procedure the patient's bone quality was type iii with good oral hygiene.

Manufacturer narrative:
Additional information was received and was added to section a6. Device evaluation has been completed; following is the device analysis conclusion: DHR results: the DHR was reviewed for lot#6226224 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. The stock product for lot#6226224 is not applicable for review since the issue is customer related. Investigation methods/results: the device was returned but not in original package. The implant holder was also returned. The implant was verified to be a glidewell ht implant ø5.0 x 13 mm (70-1189-imp0017) using the radiographic template (mkt-013579 rev 1 pk-4500230-112023). There was no defect or non-conformity observed, and the threads were intact. Matter was observed in the treading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause description: per the reported information, the implant was not defective. A potential root cause for the failure could be due to applying excessive forces when placing the healing cap which could cause the healing cap to fuse with the implant. (B)(4) (glidewell ht implant system IFU) contains the following statement in the contraindications section: "option 1: healing abutment - if observing a single-stage surgical protocol, select a healing abutment of the appropriate height and diameter. Thread the healing abutment into place atop the implant. Hand-tighten with the appropriate prosthetic driver." Manufacturer internal reference number: (B)(4).